Event description:
It was reported that prior to starting - pre-anesthesia of a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had recognition issue. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary.

Manufacturer narrative:
Common device name: intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the instrument failed mechanical engagement when placed in the system, likely due to the broken pitch cable. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of logs confirmed the failures. The instrument was further inspected and a broken pitch cable at the distal clevis hub was found. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046¿. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, the instrument was found to have the main tube broken. There was no material which was found missing. The root cause of broken instrument main tube is attributed to the mishandling and misuse. A review of the instrument log for mega suturecut needle driver (part: 471309-15/ n12210525 235) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk0216, with 10 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.